Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure the left ventricular lead dislodged following the removal of the catheter. The lead was not implanted. The patient was in stable condition and discharged the next morning.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: country should have been united states of america rather than other as reported in the follow-up report - 1.